Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness and chest discomfort in (B)(6) of 2020. Upon examination, it was discovered that the atrial lead had dislodged and was confirmed via chest x-ray. On (B)(6) 2020, the patient was brought to the hospital for a lead revision procedure. The lead was successfully explanted and replaced. Upon connecting the new atrial lead to the pacemaker, it was noted that the device had no output. The device was then reprogrammed many times but still exhibited no output. Finally, the device was also explanted and replaced. The procedure was completed without any complications. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-11332.

Manufacturer narrative:
The explant date should remain blank because the atrial lead was no explanted. The lead was capped and replaced at the time of the event.

Event description:
New information received stated that on (B)(6) 2020, the atrial lead was capped and replaced.